Event description:
It was reported that the home patient (hp) had a system error 2367 on the homechoice (hc) during dwell 4 of 4, while the hp was not connected. The hp had disconnected prior to the alarm using proper procedures and reconnected after the alarm using aseptic techniques. After the alarm, the care giver (cg) cycled the power. The technical service representative (tsr) reviewed the alarm log. The tsr went through the self-testing with not alarms. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.